Event description:
Patient with worsening chest pain, evidence of nstemi, intubated, referred for urgent card cath. Hx: cad with prior pci to lm as, paroxysmal atrial flutter, thrombosed thoracic saccularaneurysm. Pci performed by doctor included aspiration thrombectomy of lm, iabp placement, ptca of distal lm including lad and ramus, unsuccessful ptca of jailed left circumflex, right and left iliofemoral angiographies. Patient developed asystolic cardiac arrest shortly upon return to csicu with finding of ruptured aortic balloon pump requiring emergent return to cl following acls with +rosc. Patient was stabilized in cl, repeat angiography shows no new coronary lesions. Ruptured iabp was removed.